Event description:
Account alleged that the bed would not place a nurse call.

Manufacturer narrative:
Account replaced the pt pendant and communication cable, but the issue remains the same. Account alleged that when the dummy plug is pulled, the bed places a nurse call. Tech asked account if relay is heard when any nurse call switch was pressed, account stated "no". Tech lost phone connection with account. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.